Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate. The user opened a new device but the same event occurred. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The current status of the patient shows no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. The balloons were inflated and did not demonstrate any leaks. Visual and functional testing of the returned products confirmed the product, as received, met specifications. Product analysis suggests the products were used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Received two auto suture¿ blunt tip trocars 10mm for evaluation.